Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 8 (cat8). During the procedure, the physician advanced the cat8 over a guidewire while preparing to advance the cat8 into a sheath in the patient; however, the physician noticed that the tip of the cat8 was pinched. The cat8 was therefore removed, and the procedure was completed using an indigo system catd aspiration catheter (catd). There was no report of an adverse effect to the patient.